Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
Notified (B)(4) 2014 by the siemens safety officer that this incident was reported as an adverse event to the bulgarian national competent authority: the v5m transducer has been damaged. This occurred not during transesophageal examination of the pt during transesophageal use. But the potential might exist that the damage occurs during pt treatment. Using this transducer was stopped. It was confirmed later by the MFR that the transducer had a split in the neck articulation sleeve. No consequences to the pt were reported.